Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the fill tubing step, insulin was not observed exiting the end of the tubing. It was also reported that an occlusion alarm occurred. The customer reported a blood glucose (bg) level of 60 (mg/dl) which they attributed to traveling all day. Juice and food were consumed to address bg levels. Due to the fill tubing event previously occurring, troubleshooting for this event could not be performed. The customer declined to complete troubleshooting with tandem technical support to determine the source of the occlusion. Recommendation was made to consult with their health care provider to discuss diabetes management.